Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a red "x" was displayed on the insulin gauge. The customer declined to troubleshoot the issue. Customer reportedly discontinued using the pump for insulin therapy and reverted to an alternate method. There was no known impact to the customer's blood glucose.